Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. Physio completed other unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and observed that filter, designator fl29, was cracked and this caused the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the service indicator turning on. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a failure that would impact that positive portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.